Event description:
It was reported that lead was positioned several times, but was unable to sense any fibrillation waves. Patient had previous maze procedure, so doctor believed the lead would never sense appropriately. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism.